Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device dropped the first clip. The second clip malformed (scissoring). The surgeon then introduced another device and the first clip was malformed (scissoring). The surgeon then introduced another device and it worked correctly. There was no pt consequence.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to the co. Results of the investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, ab-no; damaged jaws, a-no b-misaligned; damaged feed bar, ab-no; damaged floor, ab-no; damaged handle shrouds, ab-no; damaged other, a-lower shroud; damaged tip shrouds, ab-no; damaged trigger, ab-no; damaged tube, ab-no and damaged weld seams, ab-no. Functional tests & results: antibackup functional, a-n/b b-yes; firing: feed conform, a-n/a b-yes; firing: form conform, a-n/a b-no; jaws: hold clip, a-n/a b-no; jaws: inside width at tips, a-.172 b=.168 and lockout functional, a-n/a b-yes. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. One of instrument was received with lower shroud broken empty and locked out. As instrument was empty, further functioanl testing could not be performed. Second instrument was received with jaws misaligned. Due to damage to the jaws, instrument fired remaining clips non conforming. It should be noted that if torque is applied to jaws, jaws can become damage and will not fire or form clips properly. Additionally, if jaws are closed over hard object, jaws can become damaged and will not form clips properly. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.